Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, white particles in shell, weight within specification. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 24/apr/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. The device has been explanted and replaced.